Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "device failed and then the lead." The implantable cardioverter defibrillator (ICD) was "deactivated long ago and the battery is depleted. I went for an MRI and they wouldn't do the MRI". It was discussed that the patient did not have an MRI-conditional system. The system remains in use. No patient complications have been reported as a result of this event.